Event description:
Dialysis facility reported that during treatment, the saline line completely separated from the arterial machine. There was no reported blood loss to the pt nor medical intervention required. The sample is not available for eval.